Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model.

Event description:
Follow-up information revealed effective therapy was restored following the procedure and the patient is happy with the outcome of the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. The patient's programmer also reflects a communication error. The patient states she has not recharged the ipg in 3 months. The patient is without stimulation. The device is inoperable. A company representative met with the patient and confirmed the issues. In turn, the patient may undergo surgical intervention as the next course of action.